Manufacturer narrative:
This supplemental report is being submitted to report the correction of aware date on MFR follow up report #8010047 - 2021 - 03629. Olympus medical systems corp. (Omsc) was informed of the following information from the user facility on mar 10, 2021. As a result of microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. -(B)(6) 2021: unspecified microbes (50cfu/endoscope) -(B)(6) 2021: unspecified microbes (>100 cfu/endoscope) -(B)(6) 2021: unspecified microbes (94 cfu/endoscope)

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three times microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. (B)(6) 2021: unspecified microbes (50cfu/endoscope), (B)(6) 2021: unspecified microbes (>100 cfu/endoscope), (B)(6) 2021: unspecified microbes (94 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. (B)(4) confirmed the device and found the following. The biopsy channel was perforated. The insertion tube was slightly buckled under the protector. Ccd image was disturbed. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate. The device was contaminated occurred during the microbiological testing. If additional information becomes available, this report will be supplemented.